Event description:
It was reported that the device had been placed too deep and the patient was unable to recharge. Device was repositioned on (B)(6) 2013. It was reported that this resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# 0206572486, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) of a foreign clinical study reported that the implantable neurostimulator (ins) was unable to recharge. Diagnostic method included patient reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was poor coupling and charging was difficult.

Manufacturer narrative:
Serial number updated.